Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief and a sporadic shocking feeling in the legs. Program optimization was attempted and was successful in covering necessary pain areas. The spinal cord stimulator (scs) remained implanted, and the patient was doing well with no additional adverse effects reported.